Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's tibia bone fractured. It is unknown whether this occurred intraoperatively or post-operatively.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products ¿ medical product: persona cemented partial femoral, catalog #: 42558000102, lot #: unknown, persona medial partial articular surface, catalog #: 42528200609, lot #: unknown . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's tibia bone fractured. It is unknown whether this occurred intraoperatively or post-operatively. Patient was given a medial off-loader brace.

Manufacturer narrative:
This follow-up report is being filled to relay additional information and correction, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of x-rays indicates that the 6 weeks postop x-ray demonstrates no hardware failure, loosening, or radiolucency. There is persistent mild subsidence of the lateral aspect of the tibial component, which could be possibly related to patient positioning. On the sunrise view, there is minimal cortical irregularity along the anterior aspect of the medial femoral condyle adjacent to the hardware which could suggest fracture in this region. However, the root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.